Event description:
It was reported that during a thoracic procedure the clips were dropping from the applier. It was not possible to know if the clips fell into the patient, but it was confirmed that no clips were seen in the patient at the end of the procedure. Another device was used to complete the case and no patient consequence.

Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.